Event description:
Pt had retained procedural wire that traveled to the right pulmonary artery after dialysis catheter insertion in the operating room. The pt was taken to operating room for retrieval of the wire. At the time of the writing of this report, it is unk if the wire was successfully retrieved.